Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast capsular contracture baker grade ii (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent primary breast augmentation with an unknown size unknown saline implant on the left and 325cc mentor smooth round moderate profile on the right. The doctor's office reported on (B)(6) 2018 that patient was in a car accident. As a result the patient experienced left breast capsular contracture baker grade ii and right breast implant deflation. As a result, patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number 3502251bc; serial number (B)(4) on the left side and catalog number 3502251bc; serial number (B)(4) on the right side. This report is for the patient¿s left-sided device.